Manufacturer narrative:
A lumenis service engineer visited the site and confirmed that "the system's footswitch was not working, specifically one micro-switch was not transitioning its state", resulting in an inoperable footswitch. The service engineer had further noted that the footswitch showed signs of corrosion, most probably from the environment in which the system and footswitch are kept, and the footswitch showed signs of wear. A review of historical product complaints shows that the same malfunction of intraoperative footswitch failures has not led to serious injury in the past. Although this event did not result in a serious injury, the same malfunction might lead to serious injury (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction. The device has not been returned for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A foreign user facility reported that during a laser lithotripsy stone removal procedure in which a lumenis versapulse p20 laser system was being utilized, the footswitch of the system failed and the system was unable to fire. The procedure was completed using an alternate unspecified lumenis 100w laser. The procedure was done with no delay, and there were no patient complications reported as a result of this event.